Manufacturer narrative:
The unit has not been returned to caire for evaluation. If any additional information is received, a follow-up report will be submitted.

Event description:
An oxygen explosion was reported in the patient's rv. The patient was a known smoker with non-compliance with oxygen in use. Caire was notified that the program management was able to receive a pending report from the medical examiner's office on (B)(6) 2021. Per me office, the pending report of case of death fire marshall stated that cause is oxygenator and the pattern on the door was consistent with coming from the machine. The patient sustained third degree burns over most of the body and expired. The official cause of death is still pending.